Manufacturer narrative:
(B)(4). Batch # u5c569. Investigation summary the ec60a device was received for analysis with no apparent damaged and with a gst60w reload loaded on the device. The reload was received partially fired 1/4 and the cartridge deck damaged. The device was tested for functionality in the articulated position with the test reload and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic distal gastrectomy surgery, could not fire when severing duodenum tissue on the 1st firing. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.